Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 700-800 mg/dl. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. Customer changed pump supplies to address the issue and resumed insulin delivery. Multiples attempts were made by tandem technical support to follow up with customer with no response.